Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Spoke with the patient participating in the hcp trial. The patient reported experiencing a leaking cartridge on (B)(6) 2023. Upon noticing the leak, the patient replaced the affected supplies. Prior to replacement, blood glucose levels increased to approximately 400 mg/dl. After changing the supplies, glucose levels returned to the target range. The patient discarded the defective cartridge and was unable to provide the lot number or return the product for evaluation. No additional device issues or adverse events were reported.